Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the electrode channels have increasing hi impedances and short circuits. During implantation surgery only 7 of the 12 electrodes were able to be implanted into the cochlear.